Event description:
The facility representative reported ¿unit turns itself off and on¿ during patient use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump and found a defective cpu pcb. The reported condition of ¿unit turns itself off and on¿ was confirmed, caused by the defective cpu pcb. The device passed all visual and functional tests prior to customer return. This complaint will be tracked and trended to establish the need for further investigation.